Manufacturer narrative:
Patient weight-unk. This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Device not returned; remains implanted.

Event description:
The reporter indicated that the surgeon implanted a 13.7mm vticmo13.7 implantable collamer lens, into the patient's left eye (os) on (B)(6) 2016. On (B)(6) 2016 ,the patient reported low vault, rotation of the lens, and refractive surprise..

Manufacturer narrative:
Method: work order search. Result: no similar complaints found. (B)(4).

Manufacturer narrative:
(B)(4).